Manufacturer narrative:
The trocar cannula/hub assembly was returned for eval. A visual inspection was performed; the trocar was not stuck to the probe. The trocar was then removed from the probe and procedural residue was observed on the inside and outside of the cannula. There was also a slight dent found on the trocar cannula. The trocar cannula inner diameter and the probe outer diameter were measured and both measurements were found to be within spec. The root cause of the complaint could not be determined. The probe was not stuck on the trocar. The trocar cannula inner diameter and probe outer diameter were measured and found to be within spec.

Event description:
The customer reported that during the procedure, the cutter was observed to be stuck on the trocar. The dr used another trocar to finish the case. There was no pt injury.